Manufacturer narrative:
(B)(4). Implant date is approximately (B)(6) 2017. Explant date is approximately (B)(6) 2017. Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported following a slipped capital femoral epiphysis correction procedure, the implanted 7.0 cannulated screw was found via follow-up x-ray to be fractured. It was additionally reported that the patient was non-complaint with doctor's orders as they were walking after the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The fractured screw was evaluated and the reported event was confirmed. The device was fractured approximately halfway up the threaded portion of the screw. The device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient's non-compliance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.